Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced periods of asystole with loss of capture with the right atrial (ra) lead and unstable thresholds. The right ventricular (rv) lead exhibited unstable thresholds, no capture and low impedance. The leads were both explanted and replaced. No further patient complications have been reported as a result of this event.